Manufacturer narrative:
(B) (4). (B) (4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips deployed from the device would not hold on to the duct. No additional information available. Another device was used to complete the procedure. There was no adverse consequence to the patient.